Manufacturer narrative:
The insulin pump received with missing segments/clear multiple horizontal lines on lcd window due to cracked zebra connector on lcd board. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to missing segment display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had partial display and unable to read the screen. The customer's blood glucose was unknown at the time of incident. Auto test was performed and the insulin pump passed. The insulin pump will be returned for analysis.